Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier was used as an accessory device for the endovascular treatment.   It was reported that immediately after waking from the procedure, the patient had persistent back pain. The patient was treated with pain management. Per the physician the cause of the event cannot be determined. No clinical sequelae were reported and the patient is fine.